Event description:
The user facility reported the cutter stopped but the vacuum was still working. In order to get the cutter working the doctor took his foot off the pedal to re-engage the cutter. He did this once, and when the cutter stopped again he got a new cutter. There was no patient injury.

Manufacturer narrative:
Evaluation completed. On 25ga cutter was returned in a plastic biohazard zip lock bag along with a piece of a bl5425 pack label from lot v0060. The extension handle has been placed on the cutter backwards encasing the needle and body of the cutter and was taped in place was not returned. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was off center of the vent hole in the side of the cutter body by approximately 5 degrees. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The cutter did not stop working/cutting at any time during the functional testing. The sterilization and lot history records have been reviewed and found to be acceptable.